Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported by customer that the extension tubing broke off from catheter hub on (B)(6) 2023 around 8:30p. Pt was asleep in chair, nurse saw on monitor at nurses station that "art 1 line has disconnected" beeping on the monitor. Multiple nurses ran into room and saw that patient was bleeding from arterial line catheter onto gown and chair. Nurse applied pressure to site immediately with gauze and held for 5 minutes. A pressure dressing was applied. Vital signs remained stable throughout incident. Patient denied any lightheadedness or dizziness afterwards. Response received (B)(6) 2023. Device did not break during treatment. Patient bleed from arterial line, pressure applied and bleeding eventually controlled.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a detached luer-lock adaptor was confirmed. The returned arterial statlock extension set tubing was found to exhibit the same features as a known issue. H3 other text : evaluation findings are in section h11.

Event description:
It was reported by customer that the extension tubing broke off from catheter hub on (B)(6) around 8:30p. Pt was asleep in chair, nurse saw on monitor at nurses station that "art 1 line has disconnected" beeping on the monitor. Multiple nurses ran into room and saw that patient was bleeding from arterial line catheter onto gown and chair. Nurse applied pressure to site immediately with gauze and held for 5 minutes. A pressure dressing was applied. Vital signs remained stable throughout incident. Patient denied any lightheadedness or dizziness afterwards. Response received 18 july 2023. Device did not break during treatment. Patient bleed from arterial line, pressure applied and bleeding eventually controlled.